Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited beeping tones. Moreover, it was also indicated that the last cardiologist gave the patient an infection after implant. Boston scientific technical services (ts) encouraged patient to get device checked which will stop the beeping. This device remains in service. No additional adverse patient effects were reported.